Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Event description:
It was reported that a user facility hospital team/biomed found a console with a screen power up issue. Despite multiple troubleshooting steps, the screen would not illuminate. The controller itself was verified to be powered on via illuminated buttons and a green light above the grey selector wheel. There was no patient involvement or harm at the time of discovery of the noted issue.